Event description:
The event involved a 4-way high flow stopcock w/rotating luer where it was reported while using the 4-way stopcock for a saline bubble study (for an echocardiogram) the item leaked, causing saline and blood to spray. It was noted that the entire amount of saline/blood mixture (9 cc) "sprayed" over the patient and staff. The stopcock and all surrounding pieces were wet. Additionally, there was blood visible in the area of the stop cock between the white and the clear plastic. There was no hole, tears or any defect was noted. Additionally, the event occurred multiple times - some small leaks and 2 large ones. They had 2 injections through the stopcock without a problem; they did not move the stopcock and on the third injection that the saline sprayed over the staff. No human harm. Reported. This report captures 2 occurrences.

Manufacturer narrative:
The device is not available for evaluation; however, a photo and lot number has been provided. A device history lot review is pending.

Manufacturer narrative:
One photo was shared by customer, where 2 syringes are connected to the stopcock, no leaks or anomalies are observed, based on the photo. Complaint of leaks cannot be confirmed or replicated based on the evidence shared by customer. The DHR lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.